Event description:
On (B)(6) 2013, the reporter contacted lifescan france, alleging inaccurate results of "110mg/dl and 160mg/dl" performed within 20 minutes. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient and subject products are pending return for investigation.